Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs show a sureform 45 stapler (part number 480445-04) was installed on the system 6 times and fired 6 reloads (1 white, 1 green, followed by 4 blue). On each install, all clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the sureform 45 stapler instrument with a blue reload was used, but the staple line did not produce staples. The blade was deployed, cutting the tissue and causing an injury. This caused the surgeon to have to redo a portion of the procedure, specifically having to go back to the neck and remobilize, which added a few hours to the procedure. Additional tissue resection was required to repair the defect. The procedure was completed robotically.